Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked from the septum. A new cartridge was successfully loaded to addressed the event. There was no reported impact to blood glucose.